Event description:
Customer reported that a patient with an anti-e failed to react with vra148. Initial antibody screen was positive (1+). Customer tested the sample against another manufacturer's panel cells diluted to a 0.8% concentration with a 30 min incubation observed a 1+ reaction. No erroneous results have been reported as a result of this event.

Manufacturer narrative:
Ocd performed retained testing and a batch record review for this lot. Satisfactory results were observed. (B)(4).